Event description:
It was reported when using the bd pyxis¿ medstation¿ es, multiple cubie pockets were not detected on the communication bus. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main half height, all pockets in row b, were not on the bus. A field service engineer (fse) removed the pockets, cleaned tray debris, and reseated the row board cable, but the issue persisted. The fse replaced drawer board, power management controller board, retractor band and configured the drawer to resolve the issue. The drawer was then configured. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name e1.- (B)(6).